Manufacturer narrative:
The investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
This event occurred in (B)(6). Phone: (B)(6). After the event, the customer performed ise maintenance, calibration, and qc with passing results. The customer confirmed the patient's result was "back to normal." The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, and cl results for one patient tested on a cobas 8000 cobas ise module. The initial na, and cl results were reported outside the laboratory. The customer performed repeat testing on a different ise module for confirmation. At 12:58 p.m., the patient's initial results were na 124.29 mmol/l and cl 89.58 mmol/l. At 6:17 p.m., the patient's repeat results were na 138.44 mmol/l and cl 100.85 mmol/l.